Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing lead noise causing pacing inhibition and high capture thresholds on the right ventricular lead. No changes or intervention were performed. The patient was in stable condition.